Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73f1800733 was manufactured on 07/02/2018 a total of 288 pieces. Lot was released on 07/11/2018. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and its rotation tab bent. It was observed that a clip was partially loaded incorrectly and was stuck in the bent rotation tab. The returned sample appears used as there is biological material present on the device. First the partially loaded clip was manually removed , and the trigger cycle was completed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to properly load into the jaws of the device. It was observed that the clip was stuck in the bent rotation tab. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the clips were out of position and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws. It was also found that both jaws appear to be slightly bent in the same direction. The sample was received with 12 clips remaining in the channel including the partially loaded clip indicating that 3 clips were fired by the end user. Non-conformance 60045511 has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip scissoring" was confirmed based upon the sample received. One device was returned. The device was received with 12 clips remaining in the channel including the partially loaded clip, indicating that 3 clips were fired by the end user. Upon functional inspection, it was found that the clips were out of position and stacking on one another which prevented the clips from loading properly into the jaws of the device. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A non-conformance has been opened to further investigate this issue.

Event description:
It was reported that a clip was scissoring during a laparoscopic cholecystectomy. Therefore, a new unit was used. There was no patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. The device history review could not be conducted since the lot number was not provided. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a clip was scissoring during a laparoscopic cholecystectomy. Therefore, a new unit was used. There was no patient injury.